Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home, in their sleep. The cause of death was never determined because an autopsy was not performed. The caller stated that the customer suffered from multiple health issues due to having been a diabetic for many years. The customer had kidney failure, congestive heart failure, and multiple urinary tract infections. Since the customer passed while asleep, the caller did not know the customer's blood glucose at the time of death. The caller stated that the glucometer was donated and the insulin pump cannot be located at the moment, therefore, the customer's last recorded blood glucose value cannot be verified. The customer was wearing the insulin pump at the time of death. The customer used sensors and was wearing one at the time of death. The caller declined returning the insulin pump for analysis.